Event description:
During baxter's eval of spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval has found through the device history record search that this device did not contain original parts from mfg or servicing of the device. The installed mechanism sub assembly, ultrasonic sensor, and input/output board all belonged to a different device. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.